Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was very sensitive to touch and would sometimes respond without the customer's interaction. There was no reported impact to customer's blood glucose. During follow-up with tandem technical support (cts), customer declined to perform troubleshooting and informed cts that issue was resolved.